Event description:
The customer reported that the sys displayed intermittent communication failure error messages that caused the sys to stop fluoroing. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The power supply voltage was adjusted. The sys was then found to be operating as intended.